Event description:
It was reported that a patient underwent a mastectomy in 2004 and suture was used. Approximately two weeks following the procedure, the patient experienced a subcutaneous tissue reaction causing intradermal abscesses. Three months post operative, the patient underwent exploratory surgery, where the surgeon washed out the wound. The wound was pristine with small intradermal abscesses.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.